Event description:
The patient was being moved from their bed to a chair. The lift was pulled back from the bed and cleared the bed. The nurses had positioned theirs over the chair. The patient was repositioning themselves in the sling and the nurse was holding the jib handle to position the patient over the chair. While the patient was repositioning themselves, the sling leg clip came dislodged from the hanger pin on the jib handle to support the patient's leg, which had fallen out of the sling. This caused the jib to raise up due to the patient's weight and the patient fell backward out of the sling, sustaining a head injury which required 10 staples.